Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm occurred after replacing the battery. The customer's blood glucose value was 119 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.